Manufacturer narrative:
The reported complaints of high defibrillation impedance was not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, including impedance testing, and no issues were noted. Longevity assessment found the device was operating above elective replacement indicator (eri) level and within expected longevity.

Event description:
During an in-clinic follow-up, an increase in defibrillation impedance was observed on the device. Diagnostic imaging was performed and no abnormalities were found. The device was explanted and replaced to resolve event. The patient was stable.